Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2018 with the following findings: during investigation, the pump¿s cover was removed, no intermittent condition was found to the power pcb. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation, unable to duplicate ¿power¿ complaint. The black box shows multiple consecutive ¿cs054/cs052/cs012¿ slave communication alarms, no reboot events observed. Battery compartment is cracked at threads on the side returned battery cap is undamaged and able to maintain electrical connection.